Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic was torn off and missing. There was surgical residue/debris on the product. Conclusion: based onf the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to implant an aq2017v 3 piece silicone lens. The lens haptic tore prior to insertion into the eye. No patient contact or injry.